Manufacturer narrative:
The product was not returned for evaluation. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed no prior complaints for the listed lot/failure mode. Product was sterilized according to sterilization release documentation from quality control. Additionally, based on the lack of supporting clinical documentation, no further clinical assessment can be performed at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed due to infection.